Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hyperglycemia. Customer's blood glucose level was 500 mg/dl at the time of incident and other 388 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event, auto mode was active. Customer treated with manual injection. Customer was neither in emergency room, nor admitted into hospital. Customer stated that he was using freestyle meter, he also mentioned his insulin pump was showing delivery suspended. The insulin pump will not be returned for analysis.